Manufacturer narrative:
The customer contacted a siemens customer care center and reported that different microalbumin (ualb_2) results were obtained on patient samples between two advia 1800 instruments. The customer also reported that quality controls were within acceptable ranges on the day of the event. A siemens customer service engineer (cse) was dispatched to the customer's site. During this visit, the cse: replaced the sample probe, cuvettes and wash solutions in the carousels, and dilution tray (dtt) cuvettes; removed the obstruction of the dilution washer (dwud) aspiration probe; performed alignment verification of the sample probe; ran wash 2, cell blank and calibration, which resulted acceptably. Siemens further investigated the issue and determined that a sample handling issue or an issue with the aspiration by the dwud probe potentially contributed to the different microalbumin results. The customer reported that they ran the affected samples on the affected instruments after service was performed on the instruments, and the results recovered acceptably. The instrument is performing according to specifications. No further evaluation of this device is required. Mdrs 2432235-2018-00360_s1, 2432235-2018-00361_s1, and 2432235-2018-00362_s1 were filed for the same issue.

Event description:
Different microalbumin (ualb_2) results were obtained on four patient samples between two advia 1800 instruments. It is unknown if any of the results were reported to the physician(s). The customer reported that some samples were tested at an alternate laboratory and that correct results were reported to the physician(s). It is unknown if these samples were sent to an alternate laboratory and the customer did not provide the result(s) obtained at the alternate laboratory. The customer did not provide the correct result for the affected patients. There are no reports of patient intervention or adverse health consequences due to the different ualb_2 results.